Event description:
The user facility reported that during a procedure using the radifocus guidewire, the tip of the radifocus guidewire broke and remained in the blood vessel. It was retrieved outside the body with a snare with no health hazardous outcome. No residues left in the body as it was able to be retrieved. The procedure outcome was not reported.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: PMA/510(k): k923607, k926214. 1. Investigation of the actual sample: since the actual sample was not returned, investigation of it could not be performed. 2. History investigation: review of the manufacturing record and the shipping inspection record of the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. 3. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation could not be performed, it was not possible to identify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.